Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system did not cut in the ultravit mode during a cataract with intraocular lens implant procedure. The system was exchanged to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The company representative confirmed that the customer did not realize that there were two separate doctor settings in the system. The cause of the reported event was attributed to the customer having used an inappropriate doctor setting. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 18, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event was attributed to the customer having used an inappropriate doctor setting. (B)(4).